Manufacturer narrative:
Customer's meter has been returned and an investigation has determined the complaint was not confirmed. All results were within the range specification and no errors were observed during control solution testing. It should be noted, at the time the customer called she reported a meter reading of 150 mg/dl. The meter's internal memory log shows that reading on the day of the phone call, not on the date of the reported symptoms.

Event description:
Customer reported receiving a reading which was higher than she felt from her freestyle freedom meter. Customer reported experiencing symptoms of heart palpitations. Paramedics were called and treated customer with an unknown IV solution.